Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r318.

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. In-house testing confirmed the reactivity of the c-antigen on retention product. The customers submitted sample resulted as positive with one c-positive cell on the antibody screen, and positive with some of the c-positive cells on the antibody identification panel. In-house testing confirmed the reactivity of the c-antigen on retention product. The unexpected reactivity appears to be related to the nature of the antibody in the patient's sample.